Event description:
It was reported that an alert for non-sustained lead noise was seen via a merlin.net transmission. Review of the episodes showed intermittent loss of ventricular capture due to poor positioning of the lead. The physician repositioned the lead.

Manufacturer narrative:
No medwatch form was received.